Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filled to include device explant and analysis information.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) has depleted approximately 7% over a three month period. This is depletion is slightly higher than expected and the device is still in service. No adverse patient effects were reported. This device was included in the (B)(6) 2018 sq-rx model 1010 pg shortened replacement interval advisory population.